Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that during a midtrial the patient went to emergency room with sudden severe stomach pain, weakness and numbness on legs. The patient underwent a lead removal and an epidural hematoma was noted. It was unknown what caused the hematoma. The patient was hospitalized.